Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. At the time of this report, there was no device manufacture date available. At the time of this report, it was not known the profession of the contact person. Product not returned to manufacturer. At the time of this report, repair status unknown. Evaluation summary: the vertier mobile surgical operating table is a class I, type b device used by surgical staff to position and support a patient for surgical procedures in a hospital operating room. It is primarily battery powered with an ac cable for recharge. The floor lock feet provide stability to the table when they are locked as well as allow the majority of the tables articulation. When the feet are unlocked the table can be moved around the operating room freely on the table wheels. In the event, the table floor lock feet unlock during surgery then the table can be moved and there is a potential for patient injury as the table can be freely moved. However, in this case, there was no patient involvement and no patient injury. This is not a single use device.

Event description:
(B)(4). (B)(6) called in operating room 10 vertier table: floor locking feet continue to unlock on their own accord. Customer attributes this to a faulty hand control.